Event description:
The customer stated an architect i2000sr analyzer generated (B)(6) results for multiple samples from one patient. The analyzer generated initial (B)(6) results of (B)(6), and repeat (B)(6) results of (B)(6) results. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect anti-hbc ii, ln 8l44, that has a similar product distributed in the u.s., architect core, ln 6l22. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of a retained kit of architect anti-hbc ii, a search for similar complaints, and a review of labeling. A retained kit of the architect anti-hbc ii, lot 21153li00, was tested and met sensitivity and specificity specifications. Tracking and trending identified no adverse trends related to the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.